Manufacturer narrative:
Additional information was received that the patients cervical radicular pain was a new pain that was not device related. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing persistent cervical radicular pain. It was noted that the patient had pain in the hips which was painful to lie on the sides when sleeping. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing persistent cervical radicular pain. It was noted that the patient had pain in the hips which was painful to lie on the sides when sleeping. The patient will undergo a revision procedure.